Event description:
Customer reported experiencing passing out while at work. Customer reported his boss took him to his office and gave him candy bar and water to counteract his symptoms. Customer was then able to return to work. Customer also reported a blank screen on his meter but it is unclear if this was before or after the reported medical event. There is no report of third party medical intervention or diagnosis of hyper/hypoglycemia.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available .